Event description:
Drug/diluent: naropin. Fill volume: 500 ml. Flow rate: 2.0 ml. Procedure: not applicable. Cathplace: not applicable. It was reported that the pump model # cb006 had a fast flow. The pharmacy supervisor tested the pump before giving it to a pt, it was set at 2 ml/hr and run at 4 ml/hr.

Manufacturer narrative:
Method: sample was received, on (B)(4) 2012. Results: evaluation and investigation is currently on-going. Conclusions: a follow-up report will be filed when the investigation has been completed. At this time, this product is under recall.